Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 2 devices were evaluated in the field and the issue was confirmed; 1 device had worn components and the other device had alignment issues. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction event(s), where it was reported the brakes would not hold. There was no patient involvement.